Event description:
It was reported that the patient never had therapeutic effect. The trial worked well and since implant the patient had no therapy effect. The stimulation turned on, but the patient did not feel it in the right location and it did not impact their symptoms. The patient had a revision in (B)(6) 2015 where they changed the battery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0ry96, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0d3dg, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received from the patient¿s wife reported that they were not sure what do to next. The patient experienced a loss or change of therapy. The device was not working and the patient needed to use a catheter. The patient still never experienced any therapeutic benefit; however did have a successful trial. The patient had adjusted the settings and used all 4 of the programs, increasing as much as 5.0. Stimulation was on and he felt it in his rectum; however, it was in a different place before. However, the patient¿s wife didn¿t know the english word for it. The patient had never fallen or had any accidents or traumas. The patient¿s last appointment with the healthcare professional (hcp) was in (B)(6) 2016 and the patient did ask if the hcp could have placed the device in the wrong place. The doctor told him to continue to increase stimulation. They did try to find another urologist; however they didn¿t accept the patient¿s insurance.